Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with sensor and they experienced low blood glucose level of 47 mg/dl. The customer¿s blood glucose was 61 mg/dl. The customer¿s sensor glucose was 81 mg/dl. The customer reported sensor was very accurate only having one point of a blood glucose being off for the sensor. The customer's sensor glucose was 200 mg/dl and blood glucose was 230 mg/dl. The product was not returned for analysis.